Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received inappropriate shock. The implantable cardioverter defibrillator declared ventricular tachycardia - vt after multiple supraventricular tachycardia ¿ svt reconfirmations. No intervention was performed, the physician elected to continue monitoring the patient. The patient was in stable condition.